Event description:
Lap gastric bypass procedure. The flexshaft extender (pes100) was used with a slcr55b dlu to create the stomach pouch but it didn't completely cut and the surgeon had to cut out the uncut tissue with lap scissors. Two days later, the patient complained of heavy abdominal pain and had to be reoperated. Upon re-operation, two leaks on the staple line were discovered. One small leak on the distal staple line of the pouch and a second leak (approximately 2mm) was at the junction of the 2nd and 3rd staple line of the pouch were noted as well. A single stitch was sufficient enough to close both ends and complete the re-operation.